Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump did not charge despite use of the ilet charger and different outlets, with the device light flashing, consistent with a charging problem involving the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem traced to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.